Event description:
The customer reported event was found during reprocessing after a diagnostic gastroscope. The procedure was completed without any delays using the subject device.

Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: b5 (information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective generator board, however, the exact cause of the defect could not be specified. It likely the generator board failed due to one of the following; a defective current transformer on the generator board (permanent error), a defective impedance transformer on the generator board (permanent error), a defective peak rectifier on the generator board (permanent error), an insufficient output voltage due to poorly switching hf output stage on the generator board (permanent error), a missing drive signal for the output stage of the generator board (permanent error), and/or a defective tr1 transformer on the generator board (permanent error). There has since been a design change to prevent reoccurrence. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the main cause. Therefore, an improved generator board was introduced into production in july 2020 via change (B)(4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that the generator had an error. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: e433 error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the generator had an e433 error due to defective generator board. It was also found that sockets in the front panel were corroded, resulting in no output sometimes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.